Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stopped using secondary to not relieving any nerve pain on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the device had not been explanted, but the therapy was suspended on (B)(6) 2018. It was noted that the cause of the device not relieving the nerve pain was not determined, and the event was ongoing as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.